Manufacturer narrative:
Visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve housing was subsequently measured and indicated/confirmed the presence of a deformation. The housing deformation measured at -0.1915 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the progav valve is permeable. Adjustment test: the progav valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Due to the compromised brake functionality of the progav valve, a computer controlled test was not possible. Results: finally, we have dismantled the valve. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the progav valve was non-adjustable at the time of our investigation. We assume that the observed deformation is responsible for the functional impairment of the adjustability. Excessive pressure from the adjustment pin or a knock on the patient's head can impair the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav. The surgeon suspected an over-drainage and problems with the adjustability of the valve. Patient information: age: (B)(6) years. Weight: unknown. Height: unknown. Gender: female date of implantation: (B)(6) 2009. Date of removal: (B)(6) 2020. No further information available. Same patient #MDR 3004721439-2020-00242.